Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray leaked through cracks in the product. Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Additional information: initial reporter name and address: (B)(6). Investigation summary: bd received four (4) loose 10ml assembled syringes and reported to be from batch #7058751 (p/n 309605). The samples were visually evaluated. All 4 syringes were found to have cracks along the barrel walls. The cracks varied in length ¿ some were short between 0ml and 4ml grad lines, while others extended the entire length of the barrel. DHR review for batch 309605 (p/n 7058751): manufacturing dates: 3/3/2017 to 3/26/2017 batch quantity was (B)(4). Printing and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7058751 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation: confirmed: bd (B)(4) was able to confirm the customer's indicated failure. Investigation conclusion: potential root cause: the barrels were likely cracked at one of the pinch points between the printing and packaging processes.